Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the clinic with complaints of drainage at the driveline site. A culture was taken and was positive for an infection. Oral antibiotics were given to the patient. It was reported that approximately one month later the patient was admitted into the hospital for flu like symptoms and was found to have bacteremia. It was reported that the driveline infection and the bacteremia were both corynebacterium. It was also reported that there was no pump pocket infection. A CT of the abdomen as well as an ultrasound of the pump pocket were performed. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of a driveline infection could not be confirmed. The customer reported that the patient was admitted with complaints of drainage from the driveline exit site. The patient was also found to have bacteremia. It was reported that both the driveline infection and the bacteremia were corynebacterium. The patient was given oral antibiotics and discharged home. Driveline infection is listed in manufacturer¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system and care instructions in regards to preventing infection are outlined in various sections of the lvad instructions for use. Additional information was received which indicated that the patient expired and the pump would not be returned for evaluation. See manufacturer¿s report number 0002916596-2014-01376. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.